Manufacturer narrative:
H10: the associated device was returned and evaluated. The lab analysis concluded and confirmed that the examination showed a fractured post of a tibial insert. Deformation was found on the superior, inferior, and anterior lip of the tibial insert. The proximal end of the fractured post had signs of deformation on all sides except the anterior side. The deformation found on the condylar regions of the superior face of the insert as well as the posterior side of the fractured post were likely due to contact with the femoral component. The causes of the deformation found on the anterior lip, inferior surface of the tibial insert, and the sides of the post could not be determined from this investigation. No material or manufacturing deviations were observed during the investigation of this device. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, a right insert revision was performed a little over 8 years post implantation due to a broken insert post. It was reported that the patient noticed the problem around may 2020 and was revised march 2021; however, there was no patient injury or other complications reported. The requested clinical documentation had not been provided as of the date of this medical investigation. Without the requested information, the clinical root cause of the reported event cannot be fully assessed. The patient impact beyond that which was reported cannot be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that, legion ps high flex xlpe size 7-8 9mm post broke off of the poly insert. The event occurred during a tka revision surgery. No patient injury or other complications were reported.